Event description:
An analysis was performed on the returned flashcard and the reported allegation was not verified. The flashcard and software performed according to specifications. During the analysis, no anomalies associated with flashcard software or databases were identified. The flashcard and software performed according to functional specifications.

Event description:
During a software upgrade, the physician reported that he was having problems with his handheld since the previous week. He explained that the handheld screen was freezing at the interrogation successful screen and he was unable to move forward to the parameters. The physician was able to successfully use another handheld for his patient, so no patient was affected. Troubleshooting was performed by switching out the cords and performing a complete software upgrade; however, the handheld was still performing slowly, so it was returned. The frozen screen was resolved with a hard reset, but it froze again the next time an interrogation was performed. There was no problem with the wand that the physician was aware of. Product analysis was performed on the returned handheld. No anomalies were observed during testing the ac battery or the main battery with a full charge. The handheld performed according to functional specifications. The flashcard was also returned for product analysis that is still underway and has not yet been completed.

Manufacturer narrative:
.